Event description:
It was reported that the user¿s dexcom g7 remained connected and functioning in the dexcom app but failed to pair with the ilet after the user had been disconnected from the ilet for several days; support guided the user to toggle the cgm type, verify the pairing code, and start the sensor again, advising that pairing could take up to thirty minutes. Symptoms included no reported adverse clinical effects. Outcomes included no alarms or interruptions to cgm data in the dexcom app and no medical treatment or hospitalization. Investigation included guided troubleshooting and user education to reinitiate pairing. Investigation of this case revealed a pairing failure limited to the ilet interface, with no evidence of cgm sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.